Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender presenting for impella support. During removal of the guidewire, it was noted that the component uncoiled and was missing its tip upon explant. The location of the missing tip could not be identified. The pump was removed as a result of the noted issue and a new impella cp was implanted for patient support.